Event description:
During an arthroscopic shoulder procedure, the physician was reportedly utilizing an super turbovac 90 icw. Intra-operative, the physician reported the handle of the wand became hot. The physician was forced to revert to a new wand to complete the procedure. No pt or user complications were reported as a result of this event.